Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to elevated stresses through the components likely a consequence of posterior impingement of the femur over the bearing resulting from the malalignment of the tibial component. Additionally it may also have been further encouraged by a slightly unstable joint.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date. Subsequently the patient was revised on (B)(6) 2015 due to poly wear of the tibial bearing and instability. The femur subluxated medio-posteriorly, the postero-medial part of the poly had been worn. During the operation, the surgeon noted that the tibia was in slightly too much external rotation. The tibial bearing was removed and replaced with a thicker bearing.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." "Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.